Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported feeling ¿unwell¿ and observed high cgm readings, including one displayed value of 401 mg/dl (noting that the cgm device cannot provide numerical values above 400 mg/dl). No bg meter reading was taken at that time. The patient self-administered an insulin injection. Following this, he began experiencing symptoms consistent with hypoglycemia, including shaking, sweating, dizziness, presyncope, blurry vision, nausea, vomiting, and lethargy. These symptoms reportedly continued for several days, until the patient decided to visit the emergency room on (B)(6) 2026, at approximately 6:37 p.m. While waiting to be seen, he self-treated with a soda but continued to feel shaky and developed a headache. At an unspecified time afterward, a bg meter test was performed, showing a value of 135 mg/dl. No cgm value was available for comparison at that time. The patient stated that he believed his cgm had been providing high-biased readings that did not match his symptoms. At the time of the report, the patient indicated he was ¿fine¿ and had a blood glucose meter reading of 110 mg/dl, though he remained in the hospital. It was not specified when he was discharged from the emergency room. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.